Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, multiple noise reversion episodes were observed on the right atrial (ra) lead. Upon further investigation, it was noted that the atrial lead impedance had a sharp increase in early (B)(6) 2021. No intervention was performed. The patient was in stable condition.